Event description:
It was reported that the patient experienced no stimulation since christmas. The neurostimulator would not communicate with the physician or patient programmer and recharger. An overdischarge was confirmed. One physician mode reprogramming was done, and it did not bring the device out of overdischarge. The company representative confirmed that other trouble shooting methods were performed, but were not successful. The device will be replaced next week. Further information is being requested from the hcp.